Event description:
Additional information received from the manufacturer¿s representative (rep) reported instead of surgery, an MRI was done, but there was no further information provided related to further actions/interventions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported starting about six months ago they were experiencing an intense tingling sensation starting at their chin to the right shoulder along with a pinching/cramping sensation at their shoulder which started at the collar bone and wrapped over the top of the shoulder to the scapula but had gotten a little better over time. When the neurostimulator was shut off for one hour, the feelings were less intense, but didn¿t completely go away. The consumer was told they would need to turn stimulation off for 3 days for therapy to completely dissipate to determine if the sensation really went away when turned off. In addition, when the consumer turned their head to the right they felt more cramping and when the head was tilted from the left shoulder to the right shoulder they felt like the wire ¿catches¿ or didn¿t slide as well as it did before.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660; lot#serial#: (B)(6); product type: extension; product ID: 3708660; lot#serial#: (B)(6); product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(6), ubd: 19-jul-2017, UDI#: (B)(4) ; product ID: 3708660, serial/lot#: (B)(6), ubd: 19-jul-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that for the past 6 months they are having intermittent pain at the site of the extension. Pt reports it feels like tingling, buzzing, cramping sensation, and numbness sensation along neck area, from jaw to neck area and shoulder muscle area. The manufacturer representative reports that the impedances and imaging all look good. Rep said turning stim off was inconclusive. Technical services (ts) reviewed possible extension or connection issue. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the symptoms were not yet determined. An impedance check was performed along with imaging, but no further actions were taken as they were discussing it with the neurosurgeon. Additional information received from the manufacturer¿s representative (rep) reported the issue occurred even when stimulation was off. The rep stated they didn¿t recall seeing any chances to the neck region during normal observation of the patient with normal impedances. The patient was scheduled for exploratory surgery around on (B)(6).

Event description:
Additional information received from the manufacturer¿s representative (rep) reported prior to exploratory surgery the patient could try turning off each side one at a time to determine if the issue lied with a particular extension/lead. This may aid in determining if one or bothextensions should be replaced and possibly reprogramming around the current contacts to see if that improved or changed the sensation the patient was experiencing. The rep mentioned the patient did see the physician assistant who recommended turning therapy off for a longer period to see how things went.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.